Manufacturer narrative:
Initial reporter phone #: (B)(6). H.6 investigation summary: five photos were received by our quality team for investigation. Upon visual inspection, collective box is displayed which shows the product label, batch number 1043554 and catalog 302542. Additionally, it is possible to observe 3 collective boxes, in which 2 of them can be seen with the flaps raised (open boxes), and a third with the flaps correctly glued (closed box); 2 collective boxes, of which one can be seen closed correctly (with hotmelt glue on the flaps) and a collective box closed with transparent adhesive tape; and a closed collective box with transparent adhesive tape. The adhesive tape is not used in the manufacturing process and packaging of the product on the production line. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause for short count is associated with incomplete boxes in the selection process. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time for the adhesive tape. It is likely the material has been manipulated after leaving the transformation area, that is, once has been sent for distribution, during transport or storage. Manufacturing personnel have been notified of this incident to increase awareness. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd plastipak¿ luer-lok¿ syringes experienced foreign matter within the fluid path. The following information was provided by the initial reporter: 2 of the boxes can be seen with the flaps raised (open boxes).